Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information about this event was received from the patient when they made an informational inquiry. The patient asked what type of nerve conduction test could be done to see if their nerves from their bladder and bowel incontinence had been ¿rendered beyond being able to respond to the electrical impulses of the interstim.¿ the patient inquired about what nerves they should test and how to test them and they were wanting to know if ¿whatever happened the first time¿ had rendered their ¿nerves beyond able to respond.¿ the patient stated that their first ins they had implanted 3 ½ years ago and it ¿worked like a miracle.¿ the patient stated then the manufacturer company said it might be ¿massive infection or it might be a battery leak.¿ patient services reviewed their role with the patient and redirected the patient to their health care professional (hcp) to further discuss their medical questions related to the nerve conduction test. The patient stated their health care professional (hcp) and manufacturer company representative d ID not know the answer to their questions. The patient was noted to have become escalated and disconnected the call so patient services was unable to collect or clarify any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that therapy stopped working suddenly (B)(6) 2019 (patient stated about 3 weeks ago).the patient stated she was having uncontrollable bowel movements. The patient stated the ins is "erupting through the surface of the skin" since (B)(6) 2019 (pt stated 5 days ago). The patient reported terrible pain, bruising and tenderness at the ins site and the ins site is "all black and blue "since (B)(6) 2019 (pt stated 5 days ago). The patient stated it was always a little tender since implant (B)(6) 2018. The patient stated the doctor wants to take the ins out or replace it but patient cannot get in soon enough. The patient stated she has a local surgeon that she is going to see her regarding the device. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reports that 2 weeks after their device failed it was explanted on (B)(6). Patient wanted to talk to someone before next device was implanted and email was sent to the manufacturer¿s representative (rep). Patient provided background medical history: she had radiation done due to her cancer, this killed the sacral nerve cells causing her to have incontinence which was why she got the stimulator implanted. She states the device worked well for 6 months and then stopped working and she had pain at the implant site in (B)(6) 2019 as previously reported. Patient stated the pain radiated everywhere and started 2 weeks after the device stopped working. With the excruciating pain she was also having nausea, vomiting, constipation, diarrhea, and headache which all came at once. Patient states she had device explanted due to this and that both device and lead were explanted on (B)(6) 2019. During the call, patient services asked, and patient confirmed, that even with device off she was still having the reported symptoms. Patient reports the doctor initially thought it could be a massive infection or her lymphedema causing fluid to build up at ins site and causing ins to move around and irritate muscle, but patient stated the hcp was able to rule out massive infection and lymphedema that may have caused the pain. She states there is the concern that the ins had a microscopic leak and was leaking into her body because she did a heavy metal test and it came back at 1.0 which was at the cusp of moderate metal poisoning. Patient is scheduled for a new implant this thursday and wants to talk with someone who can confirm that this will not happen again. Patient services reviewed with patient that regarding any medical questions she would need to follow up with hcp, and that if she did want to get a hold of the rep, patient services can send an internal message; rep was emailed. When asked whether the explanted device was sent in for analysis the patient did not provide an answer and just stated it was sent in to pathology, and they found no bacteria. Patient services reviewed with patient that the hcp would need to do more investigation as to what may have caused this since patient reports even with device off she was still having symptoms. It was also reviewed with that we cannot confirm that this won't happen again because the root cause was not fully determined, and that patient would need to keep working with her hcp about this and the symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had device explanted on (B)(6) 2019 after they had CT tech told them that the device was leaking even though they symptoms were significantly improved per their health care professional. It was unknown what environmental or external factors led to the device leaking. However the device was explanted and the issue was resolved. No symptoms were reported and no further complications were noted or anticipated